Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02578. It was reported that when the patient presented for right ventricular (rv) lead revision due to noise noted via remote transmission, physician noted scar tissue around both rv and right atrial (ra) lead. Ra lead was found to be entangled with rv. Rv could not be removed alone without extraction of ra. Both the leads were explanted and replaced. The patient was stable.